Event description:
Doctor used 70 - 100 minutes of flouro during case. One or more drops of oil from leaking x-ray tube landed on pt. Pt had a red mark on the skin where the oil landed but there was no blistering. Treatment was applied to the patient's skin.